Event description:
On (B)(6) 2013, the patient contacted animas for another issue and alleged that her pump kept alarming and shutting off. Patient states she used an entire pack of lithium batteries but pump ¿kept shutting off¿. Patient is a poor historian and is not sure of what she was doing at the time. Patient states she decided not to call animas for assistance or call her health care provider (hcp)for long acting insulin. Patient chose to just inject herself with regular insulin every two hours. She states that by morning she was in diabetic ketoacidosis (dka) and had to be admitted into the hospital for two days. Patient does not know if they tested for ketones, does not know what her bg was at the time of hospital admission. Patient also has no idea where her pump is at this time and cannot provide me with serial number. Patient was discharged today and is currently using injections with long and short acting insulin. Patient agrees to call back when she has pump in hand for troubleshooting. This complaint is being reported due to the allegation that a patient on pump therapy experienced dka after she went to an alternate delivery plan because the pump kept powering off.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.